Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose was 120 mg/dl within 10 minutes, greater that 20%, per reported issue notes. Pt did not experience any advese events. No further info has been reported.